Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown medication via an implantable infusion pump. The reported indications for use were for intractable spasticity and post spinal cord injury. The patient¿s incision ¿popped open,¿ and they were trying to save the pump. They planned to use hyperbaric treatment. Additional information was received from a hcp that the date of onset of the event was (B)(6) 2015. The patient accidentally hit his wound against the arm of his wheelchair, resulting in wound dehiscence and exposure of the device. The event was observed post-operatively. On (B)(6)2015, the patient was taken back emergently to the operating room (or) for wound wash-out, and the patient was started on prophylactic intravenous (IV) antibiotic coverage. Further follow-up is being conducted to obtain the pump medication information and the patient outcome. If additional information is received, a follow-up report will be sent.

Event description:
Information was received from a healthcare provider who indicated that the patient was being treated with baclofen intrathecal beginning on (B)(6) 2015 and was an ongoing treatment. At the time of the event, the patient was also being treated with abilify, asa (aspirin), atorvastatin, baclofen, bupropion, duloxetine, ergocalciferol, metadate, myrbetriq, nadolol, omeprazole, oxybutynin, sumatriptan, tizanitdine, and topiramate. The patient had a history of a t5/6 spinal cord injury, asia b classification, and subsequent spastic paraplegia and chronic pain. The patient had undergone a baclofen pump implantation followed by wound dehiscence at the pump site secondary to local trauma. As of (B)(6) 2015, the issue had been resolved. The patient was treated with a several week course of IV antibiotics following a wound wash-out.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), product type: catheter. (B)(4).